Event description:
After the procedure, the patient was diagnosed with pericarditis and af recurrence. The patient was hospitalized with palpitations, dyspnea, and pain in the shoulders on (B)(6) 2026. There was also an increase in c-reactive protein with no other rise in infection parameters. A cardioversion was performed; colchicine and ibuprofen were administered. The patient was then re-hospitalized on (B)(6) 2026 with worsening dyspnea and increased pericardial effusion. Furosemide was administered. There were no performance issues with any abbott device.